Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during an episode of sinus tachycardia. R-wave to t-wave ratio became drastically smaller after a morphology change and t-wave oversensing began to occur. Subsequently, the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during an episode of sinus tachycardia. R-wave to t-wave ratio became drastically smaller after a morphology change and t-wave oversensing began to occur. Subsequently, the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Correction to field d4: model number and catalog number. Correction to field g1: manufacturer site facility name and address.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock during an episode of sinus tachycardia. R-wave to t-wave ratio became drastically smaller after a morphology change and t-wave oversensing began to occur. Subsequently, the s-ICD and electrode were explanted and replaced with an implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.